Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported the 81-year-old female patient was having an impella cp implant and when the staff were attempting to push blue dilator through valve in peel away sheath, it appeared to not have a hole to pass through. User attempted multiple times and wasn¿t able to get dilator in the sheath. There was no patient harm reported.

Manufacturer narrative:
The investigation for the introducer damage has been completed. Pump and introducer were not returned for investigation. Data log review was not required for this case. As per the clinical information, the introducer did not have a hole to pass through the dilator, and the doctor wasn¿t able to insert the dilator into the sheath. The cause of the introducer damage issue was not determined since product was not returned and sufficient clinical information was not provided.